Event description:
It was reported that this pacemaker system exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and upon review, all lead measurements were noted within range. Ts recommended to bring the patient and evaluate both leads with isometrics. No adverse patient effects were reported. At this time, this device system remains in service.